Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2020 and a barbed suture was used. During the procedure, the fixation tab came off the suture though no extra force was applied. There were no adverse consequences to the patient. No additional information was provided.